Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacturer representative on 2018-may-15 reporting that they saw the patient on (B)(6). It was estimated that the fall occurred on or around april 17th. The battery was interrogated and impedances were checked. The 0 contact was out of range (red) at 40,000 but other contacts were within range. Programming was not inclusive ofcontact 0. The recharging report showed an average recharging coupling as "fair' which explained why the charge sessions were lasting longer. The claim that it was impossible to gain "excellent" connection could not be substantiated by the manufacturer representative because during their session the manufacturer representative had achieved excellent connection with the patient's battery and the battery showed "full" in less than 20 minutes. The battery was at 70% (2.4 v) when the excellent connection was achieved, 90% after 7 minutes and 100% after another 10 minutes (2.5v). Usage time was run and showed 1.6 days which did not match the patient's claim that the battery did not last a full day. It appeared that not reaching a full charge contributed to the patient's perception that the battery was not lasting a full day. The patient's spouse was taught and able to achieve excellent charging connection. A request was made for the p atient to keep a diary regarding charging. The patient planned to schedule another meeting after they got back home from traveling. Additional information was received on (B)(6) 2018 reporting that on the day of the report they tested contact 0 impedance and it showed green but still showed >40,000 ohms. All other contacts were around 800-1100 ohms. Initially the battery was losing energy quicker than before which was then clarified to mean that recharging was giving the patient trouble and that the battery was not depleting quicker than normal. Generally the patient had stim at 3.4 ma. The patient had trouble maintaining a connection. The implantable neurostimulator recharger (insr) showed the ins was full but the controller did not show the ins as full. During the session, a charge was started when the ins was at 50% and it got to 80% in 20 minutes which was reported to be normal. X-rays were performed and did not show any lead issue or change in implant position. Swelling did not appear to be causing recharge issues either. The patient was programmed at 3+ 4- 200 pulse-width, 1000 hz, and 3.4 ma. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep received a call from the patient¿s wife reporting that the patient fell right on their ins a couple of weeks ago and now they were having difficulties recharging the ins. It was reported that it took them one to two day to charge. They stated that the charge did not last a full day. It was reported that the doctor did an x-ray and did not see an issue. The rep stated that they would meet with the patient and the ins. No symptoms were reported. It was reported that the event occurred a couple of weeks ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on october 17th reported the identify clinical diagnosis was fall and soreness at the implant site and difficulty charging the device. The hcp stated the issue was resolved without sequelae on (B)(6), 2018. The hcp noted the patient had x-ray on (B)(6) 2018 and the x-rays were nonspecific for lead changes. The hcp noted the event was possibly related to the device or therapy and was unlikely related to the implant procedure. The hcp stated the recharge process was related to the patient noncompliance, they chose not to recharge. The hcp noted the reason for noncompliance was due to programming. The hcp stated the patient fell on (B)(6) 2018 and reporting soreness and difficulty recharging the device. The patient¿s pain level was a 4. The hcp stated on (B)(6) 2018 the soreness resolved, but the patient continued to have charging difficult. The patient began to work with a manufacture representative (rep) to resolve this issue. The patient¿s pain level was at a 4 on (B)(6) but the patient reported zero pain relief. The hcp noted the patient was still having charging difficulty. The hcp stated the patient was only using the device 20% of the time and only recharging every 4 days. The patient had reprogramming and re-education on recharging. The patient was instructed to use the new program for 7 days each and to recharge the implantable neurostimulator (ins) daily. The patient was also asked to report the outcome. The hcp stated on october 17th they called the patient and he was charging and using the device daily and he liked program a for his pain relief, the patient noted his pain level is 80% better and the issue was resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on january 24th reported information given by the patient to the study group was grossly incorrect. The rep noted they had not talked to the patient since september, and they had never requested or ordered a replacement of any product. The rep noted the last contact with the patient was in september at a visit he had with his pain physician. The rep noted it was determined the information the patient was giving the healthcare professional (hcp) and rep was false. The patient claimed that he charged daily, and the records showed that he charged every 4 days, on average. The patient claimed that he used it all day, every day, and the diaries showed that he used it 20% of the time in the last 30 days and only 50% since (B)(6) 2018. The rep noted the hcp warned the patient that it was evident the information he was giving them was false and verified it with the reports from the interrogation, and suggested he use more consistently. The rep noted after they added a couple more programs for the patient to utilize the hcp asked the patient to follow up with the rep on his progress. The rep noted there were no follow ups were made by the patient to give results. Additional information from the consumer regarding the patient with an implantable neurostimulator (ins) reported they had been waiting for a recharger since there was a frayed cord. The caller was transferred to patient services. The caller noted they had been waiting for two months to get a new recharger cord as the patient¿s was frayed and he could not charge. The caller noted it all started in (B)(6) 2018 where it wouldn't charge properly. The caller noted the recharger cord was frayed since (B)(6) 2018, the patient had pain since (B)(6) 2018, and the device did not charge well since (B)(6) 2018. Additional information from the healthcare professional (hcp) reported the patient was unable to recharge the neurostimulator. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient¿s previous charging problems were thought to be due to the patient not charging enough, but it had now been determined that there were mechanical problems with the charger and a defective charging unit. A replacement had been requested and ordered. No further complications were reported/anticipated.